Event description:
Customer reported blood glucose results of "around 60" mg/dl and "around 150" mg/dl within 10 minutes on the inform system. Customer reported no pt symptoms or treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.